Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level that ranged from 126-154 mg/dl. The customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.